Event description:
Sorin group deutschland received a report that the s5 double head pump would not function during set up. The pump was not used for the procedure. There was no patient involvement.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). This medwatch report is filled on behalf of sorin group (B)(4). The investigation is ongoing. A follow-up report will be sent when the investigation is complete.